Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the healthcare professional (hcp) just died and patient could not access her medical records. Patient reported the hcp put pump in "tighter" because it was slipping due to weight loss. New hcp moved the catheter and patient stated she woke up in pain every day and "she would rather be dead" and could barely walk since (B)(6) 2018. Patient could not walk or use her hands in the morning since (B)(6) 2018. Patient wanted the catheter moved to the proper vertebrae. Patient stated she knew where the catheter should go but her patient stated fentanyl was in the pump now- patient stated she did not want fentanyl in the pump- patient stated that she was supposedly "allergic" to fentanyl. Patient stated she was on dilaudid hydromorphone and it worked great. Patient reported withdrawal symptoms while on fentanyl. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jun-25. The consumer reported the pump initially changed the patient¿s life for the better and they were impressed. It was indicated the catheter was initially placed at l6. The patient was able to do anything with their pump; however, the managing physician passed away and the patient started seeing a new doctor. It was reported the patient had lost a lot of weight when they received liposuction in 2017. The patient was feeling great about herself and the pump was working wonderfully. However, it was reported the part where the catheter was attached became loose and was getting looser. It was reported the consumer did not know when the pump became loose, but it started weeks after liposuction. It was reported it was ¿flapping¿ and the patient could feel it hitting at her jean line which was uncomfortable. The consumer then stated the catheter was not loose, it was intact and still pumping medicine, the pump was loose. It was reported you could see the pump through the skin. The patient was told by their doctor that they could move the pump down lower where it would be more attached, so it was not flapping around. It was reported when the doctor moved the pump lower and checked the medicine, he ¿collapsed the catheter,¿ when trying to take out the medication, and had to re-do it (please refer to MFR report number 3004209178-2018-01561 regarding the reported catheter replacement). It was reported this occurred at the end of 2017. It was reported the patient¿s quality of life decreased after the revision. It was reported the consumer had spoken to the doctor about putting the catheter back where it was when the revision took place; however, the physician had put the catheter somewhere else and the patient could barely walk. The consumer reported it was like the patient was (B)(6), and they could hardly get out of bed some days. It was reported the dilaudid had worked well for the patient, but their doctor had changed it. The consumer did not know the name of the new medication but said it was ¿snail something or other¿ and lidocaine, but the new medication did not work, and the consumer was trying getting it back. It was reported the medication changed occurred at the end of (B)(6) 2017. The consumer reported they wanted the pump put-back the way it was. However, the consumer was unable to get in contact with anyone at their former doctor¿s office.